Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set needle wouldn't came off from the set on (B)(6) 2025 and the patient had to rip the whole thing off to remove it. The patient also bleed pretty bad from the needle staying stuck in my skin. No further information available.